Manufacturer narrative:
Date of event:(B)(6) 2020. Date of report: 28aug2020.

Event description:
It was reported to philips that after starting the device, it cannot be shut down normally and the boot button failed. The device was not in clinical use at the time of the event. It was reported that this issue occurred after it had already been used on a patient. There was no report of patient or use harm. Philips authorized service personnel (asp) was dispatched to the customer site and the reported issue was confirmed. The asp replaced the man-machine interface board (mmi pcba) to resolve the reported issue.